Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which led to peritonitis. The break in aseptic technique was further described as the patient did not wear a mask during setup for pd therapy and touch contamination. It was unknown it the patient was hospitalized for the event of peritonitis. On an unreported date, the patient began treatment with unspecified antibiotics (dose, frequency and route not reported) for peritonitis. The patient¿s outcome was not reported. The action taken with pd therapy was not reported. No additional information available.